Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, severe calcification was noticed with a porcelain aorta, which presented a high risk for disruption. While attempting to place a body wire in the 18 french(fr) sheath, the capsule was damaged. This led to a delay of approximately eight minutes due to the need to change the tavi system and load a new valve. The physician subsequently changed to a balloon expandable non-medtronic valve (meril 23mm). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: evproplus-26 (serial: (B)(6); product type: 0195-heart valves; product ID: l-evprop23-29 (lot: 0013071648); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the guidewire was not a medtronic device.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {non-medtronic safari guidewire}; product serial/lot number: {unknown}; product type: {guidewire}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic¿s quality laboratory, with a valve loaded within the capsule, visual analysis showed the handle and capsule fully closed. Deformation was evident to the distal end of stability shaft and outer shaft. Delamination was observed over the nitinol reinforcing frame of the capsule. Tears were evident at the mid-section and the distal end of the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the returned valve was deployed with no infold noted. An in-house 0.035-inch guidewire was backloaded and front loaded with no issues. No other deformation evident to the remainder of the device. The reported event of capsule tears could be confirmed through analysis. The reported event of interaction with guidewire issues could not be confirmed through analysis. Updated: h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, severe calcification was noticed with a porcelain aorta, which presented a high risk for disruption. While attempting to place a body wire in the 18 french(fr) sheath, the capsule was damaged. This led to a delay of approximately eight minutes due to the need to change the tavi system and load a new valve. The physician subsequently changed to a balloon expandable non-medtronic valve (meril 23mm). No patient complications have been reported as a result of this event. Additional information was received that the damage was a scratch in the middle portion of the capsule caused by the wire from pushing it beside the capsule.